Event description:
It was reported while testing the pacing lead the cardiac technician was mixed up as to which port the cable should be plugged into as the connector would not match the socket or the adaptor which was attached to the analyser on the programmer. The cardiac technician tried to plug the cable into the green port at the front of the programmer which is based under the keyboard cover. The cable would not seat correctly into the analog input/output port (green marker) as designed, however two of the connector pins on the cable did manage to make some connection with two of the female connector ports on the analog input/output socket (green marker). The result was that 12 volts and 1.2 ma (milliamps) were sent down the cable. When the physician connected the cable to the patient's implanted lead the patient received the 1.2 ma directly down the lead which stimulated very fast vt (ventricular tachycardia) and as a result the patient arrested.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The patient was shocked out of this rhythm by an external defibrillator. This occurred twice before the physician realized what had happened. The patient was ok and received a full system. No further patient complications were reported as a result of this event.